Event description:
It was reported that the patient experienced balance issue and extreme back pain. The physician believed that the leads might have been putting pressure on the spinal cord. The patient underwent a decompression and reportedly doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.